Event description:
The customer obtained imprecise vitros amon results (patient results=180 vs. 107, 114 ug/dl) from a single patient sample on a vitros 350 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, no vitros amon patient sample results were reported out of the laboratory at the time of the event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained from a single patient sample on a vitros 350 system. There was no evidence that a reagent issue contributed to the event. An ocd laboratory specialist performed "as-required" maintenance activities to the microslide incubator subsystem of the analyzer. Following these activities, the analyzer was returned to expected performance. The most likely root cause of this event is an instrument related issue.